Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issue was most likely patient movement due to improper technique as the pump came out of position following the transfer. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 58-year-old male patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. It was reported that the implanted impella cp pump was inadvertently pulled out of the ventricle during patient support. As a result of the poor positioning, the decision was made to replace the device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.